Event description:
It was reported that the needle tip from the surefire scorpion broke in the right shoulder rotator cuff and showed-up in x-ray post-op. The surgeon stated that the needle was used repetitively and it was a very thick cuff and it may have come in contact with the bone. The tip remained in the cuff.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause for this type of event is as described in the event, the needle was used repetitively and it was a very thick cuff and it may have come in contact with the bone. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.